Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm during prime. The customer blood glucose level was 168 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not dropped or bumped prior to the alarm occurring. The customer stated that the drive support cap appears normal or recessed. The customer stated that they were able to rewind the insulin pump and were able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device insulin pump will be returned for analysis.